Event description:
It was reported that upon review of the electrogram (egm) it showed that atrial and ventricular events were happening at the same time. Technical services (ts) stated that it could be due to right ventricular (rv) lead been pulled back. Right atrial (ra) lead and right ventricular (rv) lead exhibited sensing issues and there were no successful rv automatic capture (rvac) tests. Technical services (ts) recommended x-ray and further testing to determine lead positions. This rv lead remains in service. No adverse patient effects were reported.